Manufacturer narrative:
The issue regarding the or light interfering with the axiem tracking has been discussed with hospital staff. Informal training conducted.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4) replacement tracker instruments shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. The system returned to normal tracking function after the or lights were turned off. The most likely cause is due to electromagnetic (em) interference with the or lights.

Manufacturer narrative:
Correction: MDR followup #3 incorrectly listed the month of the fca on (december 2014). The correct month of the fca was (october 2014).(B)(4)

Manufacturer narrative:
This device is included in the medical device safety alert, "potential interference between berchtold f-generation led surgical lights and stealthstation axiem system." (December 2014).(B)(4)

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that, while in a in a ventriculoperitoneal (vp) shunt procedure the navigation system tracker was flickering between red and green status in the software. To troubleshoot the issue the site switched ports on axiem box, opened new patient tracker, removed metal from the field and changed the emitter box all with no resolution. The site then turned off the or lights and reported the tracking changed to solid green status. There was an approximate delay to the procedure of 1.5 hours. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.